Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia procedure 3 devices malfunctioned. 2 of them, the jaws would not open. They were stuck closed so the tech could not replace the needle. They had to open another device. The third had a problem toward the end of the procedure. The physician removed the needle that was stuck in the patient. Device component fall into the cavity of the patient. It was retrieved with graspers. There was no patient injury.